Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the loud noise was confirmed. However, the reported conditions related to the device damage, with the cut cable and had the just died were not confirmed. It was determined that device failed the thermistor assessment (actual reading: 19-30 mega ohms; specification: (B)(4)), the temperature assessment (actual reading: 125.8 degrees fahrenheit at 45 seconds; specification: (B)(4), and the noise assessment (actual reading: 78.5 db; specification: (B)(4)).the instrument reading during the rotational speed assessment was found under-specification (actual reading: 72,355 rpm; specification: (B)(4)). It was further determined that the device emitted a loud and unusual sound during use. It was further observed that the drive shaft was broken and the set screw was damaged. It was further noted that the potted flex assembly was heavily corroded and the flex circuit was cracked. It was determined that this issue was consistent with excessive force being applied during use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device came back from the field damaged. It was further reported that the device made loud noises, the cable was cut or the device just died out. It was reported that the device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed the thermistor assessment (actual reading: 19-30 mega ohms; specification: >(B)(4)) and the temperature assessment (actual reading: 125.8 degrees fahrenheit at 45 seconds; specification: <(B)(4). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.